Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown. The customer stated that the whole keypad has bubble and the symbols a wearing off. The customer advise to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The customer stated that the plastic ears are broken off of the reservoir and hit the floor every refill. The device will be returned for the analysis.